Event description:
It was reported that the programmer generated a "serious" programmer error. Follow-up determined that the error did not occur during the device check, but afterward when it was connected to a printer. It was further noted that it was requested that the programmer be updated to wireless. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer generated an error, it booted to a "serious" 12401051 error, and it was noted that there were many errors in the error log and the hard drive was therefore reconfigured and the software reloaded. Analysis also found a loose electrocardiogram connector on the link electronic module board and the board was replaced and calibrated, as well as a broken printer drawer, broken keyboard hinge and a missing keyboard slide cover. All were replaced. (B)(4).